Event description:
The medtronic 670g insulin pump has inadequate alarms. When refilling an infusion set (which a diabetic needs to do every 2-3 days), if you get interrupted (whether that be by a crying family child, phone ringing, or any other normal interruption such as life brings), and don't manage to hit "skip" or "fill cannula" at this last step, the pump remains in that state without infusing insulin, and does not alarm to let the wearer of the pump (person with diabetes) know that they are not receiving any insulin. This has happened to me about 5 or 6 times during the time I have worn this pump (about 9 months), and it has taken me anywhere from 2-5 hrs to notice that the pump is stuck in this state where it is not giving me any insulin. I would have no way of knowing. If the pump does not alarm me, until I look at the pump. On (B)(6) 2018, by the time I noticed that the pump was stuck in this state, my blood sugar was 270 mg/dl. It took me 5 hrs to get it back down to normal. During that time, my entire morning was interrupted. I felt overly tired, anxious, and I could not get any work done. In addition, we know from the results of the diabetes control and complication trial, that having a blood sugar above the normal range increases the incidence of complications of diabetes (kidney failure, eye damage that can lead to blindness, heart disease, nerve damage, stroke etc.) This study, which the FDA should be well aware of and take into full account when they are deciding how to interpret insults of diabetes treatments, is provided here. (B)(4)/research-areas/diabetes/dcct-edic-diabetes-control-complications-trial-follow-up-study. In my opinion, this bug in the medtronic pump system should be sufficient for the FDA to take it off the market, until medtronic fixes the alarms. This should not be a difficult fix for them to make if the FDA puts pressure on them to make the fix.